Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Visual and optical inspection identified plastic deformation on the upper portions of both the hardware head male interface features, the deformation of the interface features could have reduced the mechanical strength of the interface sufficiently to allow the head to disengage. The above observations are consistent with overload.

Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that the screw extender was releasing the screw on reduction. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.